Manufacturer narrative:
The investigation determined that higher than expected vitros phenytoin results were obtained from two different lots of vitros therapeutic drug monitoring performance verifier iii (tdm pviii) control fluid using two different lots of vitros chemistry products phenytoin (phyt) slides in combination with a vitros 5,1 fs chemistry system. The investigation concluded that the most likely cause of the higher than expected vitros phyt results was an instrument related issue. Results of pre-service within-run vitros phyt precision testing were not within acceptable guidelines, indicating the vitros 5,1 fs chemistry system was not performing as intended when processing vitros phyt slides. Following customer actions and field engineer (fe) service actions to optimize the immunowash fluid (iwf) system, a repeat vitros phyt precision test was run but still did not pass. The fe returned a second time, replacing additional parts and further optimizing adjustments. After these additional service actions, another vitros phyt within-run precision test was conducted which yielded results that were within acceptable guidelines. The results of this post-service precision testing indicated that service actions had returned the vitros 5,1 fs chemistry system to expected operation. Historical quality control results were inconsistent for vitros phyt; however, they stabilized following service actions on the instrument, indicating that an issue with either reagent lot is not likely a contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt lot 2618-0169-6213 or 2617-0170-9186.

Event description:
A customer reported higher than expected vitros phyt results obtained from two different lots of vitros therapeutic drug monitoring performance verifier iii (tdm pviii) control fluid using vitros chemistry products phenytoin (phyt) slides on a vitros 5,1 fs chemistry system. Vitros phyt slides lot 2617-0170-9186: vitros tdm pv iii lot h6676 - results of 34.23, 34.35, 35.66, 36.61, 37.08, 37.70, 38.65, 39.61, 40 and 40 ug/ml versus an expected result of 28.4 ug/ml. Vitros tdm pv iii lot b6280 - results of 32.36 and 31.53 ug/ml versus an expected result of 25.9 ug/ml. Vitros phyt slides lot 2618-0169-6213: vitros tdm pv iii lot b6280 - results of 40 and 36.18 ug/ml versus an expected result of 28.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results stemmed from quality control fluids. However, it cannot be concluded that patient sample results were not affected or would not be affected if the event were to recur undetected. There has been no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).